Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively because the doctor noticed the haptic had gotten bent during loading. The incision was enlarged, the lens was replaced with a backup lens, and a suture was required. Additional information has been requested. Please reference MDR # 1119279-2013-00285 for the delivery device used in this event.